Event description:
User reported that he was traveling down a 12% slope, not wearing a positioning belt, the wheelchair stopped suddenly and he fell out. He suffered a bump on his head and a broken leg. If user had been wearing a positioning belt, he would not have fallen out of the wheelchair. Manufacturer replaced the user's wheelchair, and returned the wheelchair to parent company for further evaluation and testing.